Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a cuff replacement surgery due to an unspecified reason with his artificial urinary sphincter (aus). The aus cuff was explanted and a new 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.